Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was approximately 400 mg/dl. Reportedly, the customer continued to the pump for insulin therapy. The customer also had manual injection supplies available.